Manufacturer narrative:
(B)(4). Suspect medical device UDI; corrected data: the previously submitted MDR inadvertently did not provide the suspect medical device UDI.

Event description:
It was reported that the patient experienced an increase in seizures after increasing the device output current from 0.25ma to 0.75ma. It was reported that the patient's mother reported an initial small reduction in seizures after the device was initially programmed on. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.